Manufacturer narrative:
The opticross catheter was returned for analysis. A kink was observed in the sheath assembly from the femoral marker to the distal end. The imaging window was detached from the lapjoint. No other visual damage was observed. It was observed that the catheter was not able to flushed normally due to the condition of the device. Impedance testing shows a good unit wave form. The image characterization testing was not able to be performed due to the condition of the device. The lapjoint measured within specifications.

Event description:
Reportable based on device analysis completed on 11/30/2019. It was reported that image missing and catheter kink occurred. During a percutaneous coronary intervention, the opticross imaging catheter kinked during pull back and the intravascular ultrasound (ivus) had no image. However, device analysis revealed imaging window was detached from the lapjoint.